Event description:
It was reported that the patient passed away on (B)(6) 2005. The patient¿s last known neurologist has no record of the patient in their system; therefore, no further information can be received from the physician. Per the department of vital records in the state the patient passed away in, the manufacturer is not eligible to obtain a copy of the patient¿s death certificate. A sudep evaluation was performed by the manufacturer which determined the patient¿s death to be possible sudep.

Manufacturer narrative:
.